Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer questioned why the threshold suspend was triggered when the blood glucose level was above the low setting. The customer¿s blood glucose was 383 mg/dl and the sensor glucose was 62 mg/dl at the time of the incident. The customer treated with the insulin pump and declined troubleshooting the suspend. The customer mentioned that during troubleshooting about a past event, that insulin was squirting out during a manual prime process. Troubleshooting for prime/rewind was performed. The customer's blood glucose level was unknown at the time of the incident and 383 mg/dl during the call. The customer was unsure if insulin continued to drip after letting go of the act button and if the motor slowed down and the number ramped up on the screen. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected suspend anomaly and prime and fill anomaly due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.